Manufacturer narrative:
Event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. Left ventricular (lv) pacing impedance stable at approximately 475 ohms through the week of (B)(4) 2015 then increased up to a maximum of 703 ohms during (B)(4) 2015. It then returned to a steady baseline of approximately 525 ohms by (B)(4) 2015. Impedance has remained within normal limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6943 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient collapsed. Automatic cardiopulmonary resuscitation (CPR) was used on the patient for resuscitation. Over sensing on the right ventricular (rv) lead was observed as well as no output. The lead remains in use. The physician noted electrolyte imbalance may have contributed to the patient collapsing. Additionally, the left ventricular (lv) lead exhibited slight increase in impedance. Lead movement is suspected as a result of the CPR performed which may have contributed to the increase. The lead remains in use. No further patient complications have been reported as a result of this event.